Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had components separate. The following information was provided by the initial reporter: " it was reported by the customer that the tubing is coming apart at the drip chamber. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22015874 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause cannot be certain without an investigation of the sample, however based on previous complaints and the material and description of the failure, this issue most likely falls under a project that is underway. Manufacturing is working on resolving the solvent based issue that causes the drip chamber separations. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.